Event description:
It was reported that the pt experienced an "allergic reaction to medication in pump". The system was removed 6 months after implant. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.